Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of sensing, pacing, and capture. It was noted that the capture issues had been observed since implant; and the loss of sensing and pacing were noted after the patient had heart surgery and atrial fibrillation (af) ablation. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed. The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of sensing, pacing, and capture. It was noted that the capture issues had been observed since implant; and the loss of sensing and pacing were noted after the patient had heart surgery and atrial fibrillation (af) ablation. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.